Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to patient dissatisfaction. The patient experienced a bulging of the cylinders, a kink in the cylinders and was unable to inflate cylinders as there may have been a pump issue. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to patient dissatisfaction. The patient experienced a bulging of the cylinders, a kink in the cylinders and was unable to inflate cylinders as there may have been a pump issue. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.